Manufacturer narrative:
Device evaluated by MFR: mustang was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16-mar-2021. It was reported that balloon leak occurred. The 95% stenosed target lesion was located in the left iliac vein. After inserting a 6f introducer sheath and a 0.035 guidewire, thrombosis aspiration was performed with a angiojet thrombectomy system. The introducer sheath was replaced with a 9f sheath and a 8.0 x 80 mustang balloon catheter used to pre-dilate the lesion. A 10 x 80 self-expanding stent was implanted followed by a 12 x 90 wallstent venous stent. Subsequently, a 10.0 x 80, 135cm mustang balloon catheter was advanced for post-dilatation. However, during inflation at 4 atmospheres, contrast agent leakage was found. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.